Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation. The patient described the irritation as red and itchy and possibly a heat rash underneath the back therapy electrode pads. The patient also reported having sensitive skin and eczema. The patient saw a doctor who prescribed (B)(6). Follow-up indicated that the patient was using (B)(6) powder and the rash was improving.